Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer removed the battery from the pump but it continues to beep. The customer stated that the pump began to beep and the screen was flashing. Troubleshooting was performed and the customer was advised that the pump would be replaced. No blood glucose reading was reported.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit was received with minor scratches on case and minor scratches on lcd window.